Manufacturer narrative:
The actual sample involved in the reported incident was received for investigation. An investigation was initiated into the report citing the product caused the consumer¿s skin to become lumpy. The sample provided was examined and looked to have functioned as expected. There was no evidence of a leak/break in the pack. The weight of the pouch returned (169.6 grams) is within the tolerance required by 102 dmr (168 ±16grams). Review of the sample history for lot v2h051 indicates compliance to specification throughout the manufacturing run. The DHR for the reported lot was investigated. No issues were documented during manufacture. A corrective action will not be initiated at this time.

Event description:
The customer reported that she pulled a couple of muscles while working out and used a cold pack. The new cold pack was activated and left on her shoulder area for about 15-20 minutes. When the cold pack was removed, the skin was hard and looked like there was something lumpy under the skin and it looked like a burn. She saw a dermatologist a few days later and was prescribed hylatopic plus cream with aurstat gel to heal the burn and both glycolic wash and hydroquinone cream for the scaring.